Manufacturer narrative:
This report is submitted on 04 november 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use, reprogramming attempts were made however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2019.